Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was not able to fire. The device was not working and there was no signal on the handle. The cartridge was changed, but still did not fire. There was no patient involvement.